Event description:
A malfunction occurred on the customer's pump, specifically indicating malfunction code 9, and there were no noteworthy events leading up to it. There was no adverse impact to the customer¿s blood glucose level as a result of the malfunction. Tandem technical support provided the customer with pump reset information and assisted in resetting the pump, but the issue recurred. Consequently, the customer was to receive a replacement pump from the support team. Upon follow up cts was able to confirm the customer completed a pump reset and the malfunction was cleared. Cts provided pump reset information and a pump replacement did not take place.